Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. Additional info has been requested. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she was not seeing clearly. The surgeon informed her the iol had shifted and was out of alignment. The lens was subsequently exchanged for the same model lens. The consumer indicated the initial surgery occurred (B)(6) 2010 and the lens exchange occurred (B)(6) 2010. She reported she is experiencing problems again with the second lens and went to emergency clinic. The doctor there told her she had a loose filament and tiny blood droplets and advised her to see her ophthalmologist. Additional info has been requested. There are two medical device reports associated with this event. This report is for the first lens which was exchanged.